Event description:
Additional information was received indicating that r-wave amplitude variation was observed and the device was reprogrammed.

Event description:
During a remote follow-up, episodes of far-field r-wave oversensing and mode switch were observed on the device. Technical support was contacted, and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient and will continue to be monitored.